Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The tip od was measured which is within specification. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon and resting on the lumen of the device. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. It was also noted that the stent was damaged. The struts across the length of the stent were bunched together and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30sep2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The totally occluded, 32mm x 2.75mm target lesion containing a lesion bend of >=90 degrees was located in the severely tortuous and severely calcified left circumflex artery. A 2.25x16mm promus element ¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detachment and stent damage.